Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery accuracy was not replicated. The event log did not show any related errors, service replaced the motor assembly and the expulsor were replaced as a precaution. Use testing was performed. The problem source is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump was over infusing. No adverse effects were reported.